Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother of a customer reported via phone call that the reservoir has air bubbles in it. The customer's blood glucose reading was unknown at the time of incident. Customer did not specify the size of the air bubbles and troubleshooting found that the customer has been having the same problem for 6 months. Customer was advised on how to get the air bubbles out of the reservoir.